Manufacturer narrative:
Additional procode: hrs, jds. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, the patient underwent an open reduction internal fixation (orif) elbow procedure due to a broken screw head. The broken screw head was removed easily but the shaft was retained. There was no surgical delay. The procedure was successfully completed. Concomitant devices reported: unk - plates: va-lcp(part# unknown, lot# unknown, quantity unknown); unk - screwdrivers(part# unknown, lot# unknown, quantity# 1). This report is for one (1) 3.5mm cortex screw self-tapping 28mm. This is report 1 of 1 for (B)(4).